Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. (B)(4), during the first inflation at 12 atmospheres for 5 seconds, the balloon ruptured in a vertical split. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition.